Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.12, -16.50/1.0/089 (sphere/ cylinder/ axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a longer length lens due to low vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Corrected data: a1 - wj. Claim#: (B)(4).

Manufacturer narrative:
"Vticmo12.12" should be corrected to "vticmo12.1" in initial medwatch report. Claim#: (B)(4).